Event description:
Acell's matristem surgical matrix thick device was implanted in pt during a free flap procedure (as an overlay for hernia repair) to reinforce the abdominal wall. The surgeon reported to the acell sales representative that heavy drainage was observed post placement. Subsequently, the surgeon performed an observational surgery. The surgeon reported that the acell device had delaminated, had not integrated into tissue, and serous fluid was present. Surgeon explanted the device approximately one month after its initial implantation, and stated that the pt postponed prior schedule chemo-therapy due to complication.

Manufacturer narrative:
This MDR is being submitted due to the reported drainage and surgical intervention of device explantation. The device is not available for evaluation. At the time of this report, no additional info is available. Acell is continuing its investigation to obtain further details on patient outcome.